Manufacturer narrative:
Device being sent to manufacturer.

Event description:
On (B)(6) 2018 a perceval pvs23 was implanted. After implanting the perceval, there was paravalvular leakage. The site decided to remove the perceval s and implanted a stented valve. After examining the valve it showed a deformity/inconsistencies in the rim sutures.

Manufacturer narrative:
Additional information received on dec. 5, 2018. This information has been added to section. Visual inspection of the returned device confirmed the irregularity of the tissue ring. Dimensional analysis confirmed that the returned device meets all dimensional specifications. Hydrodynamic testing was conducted with two deployment configurations: proper deployment, with the tissue ring above the o-ring of the silicon aortic root, and worst-case deployment, with some portion of the tissue ring tilted beneath the o-ring of the silicon aortic root. In both cases, the valve met iso 5840 requirements. Based on the performed analysis, there are no performance concerns associated with the irregularity of the tissue ring. No further investigation is required.

Event description:
On (B)(6) 2018 a perceval pvs23 was implanted to treat severe aortic stenosis. After examining the valve it showed a deformity/inconsistencies in the rim sutures. It was reported the rim was "loose" which left a space above the annulus that could result in pvl. The site decided to remove the perceval s and implanted a perimount magna ease size 25 valve. The patient did fine after a sutured valve was implanted. No anatomy abnormalities were found.

Manufacturer narrative:
The returned prosthesis valve was received in general good conditions. The returned accessories were received in general good conditions except for the dual holder that has the capote damaged. The manufacturing and material records for the perceval heart valve, model #: icv1209, s/n #: (B)(4), as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #: icv1209) perceval/ heart valve at the time of manufacture and release.